Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right side. The 24x2mm, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. After a 6fr non-bsc guide catheter and 0.014 non-bsc guide wire crossed the lesion, a 3.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, when approximately 30cm of the device was inside the guide catheter, a huge amount of resistance was encountered. The device was slightly pulled back and it was noted that the shaft kinked. Despite this, the physician advanced the stent again and the shaft bended even more and eventually broke approximately 15cm from the hub. The device was completely removed from the patient's body. A additional pt graphix guide wire was advanced and two 3.5x24mm synergy stents were successfully implanted and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a tuohy connector attached. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination found the hypotube was separated 337mm from the end of the hub. The separated ends were ovaled which is consistent with a kink prior to the break occurring. A visual and tactile examination found no issues with the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right side. The 24x2mm, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. After a 6fr non-bsc guide catheter and 0.014 non-bsc guide wire crossed the lesion, a 3.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, when approximately 30cm of the device was inside the guide catheter, a huge amount of resistance was encountered. The device was slightly pulled back and it was noted that the shaft kinked. Despite this, the physician advanced the stent again and the shaft bended even more and eventually broke approximately 15cm from the hub. The device was completely removed from the patient's body. A additional pt graphix guide wire was advanced and two 3.5x24mm synergy stents were successfully implanted and the procedure was completed. No patient complications were reported and the patient's status was stable.